Event description:
It was reported that the customer had an ambulance involved in a roll over ambulance accident while transporting a patient on the cot. The cot did not stay in the fastener at time of the accident. The injury type for the patient was reported as "serious" and the patient was transported to hospital, further information was not provided. It could not be confirmed if the ems equipment caused or contributed to the injury.